Event description:
It was reported that the lead was capped due to oversensing leading to inappropriate therapies. Furthermore, an increased pacing impedance was reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between december 12, 2023 and august 07, 2024 recorded the stable pacing impedance around 500 ohms with an increase to approx. 2500 ohms at the end of the recording period. The analysis of the provided iegm episodes no. 120, 121, 122 and 123 from august 04, 2024 revealed artifacts on the rv channel, which led to the reported oversensing with shock deliveries. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.